Event description:
It was reported that the pump was implanted in 1999 in a patient receiving baclofen. In 2000, it was determined that the pump system was leaking. A neurosugeon opened the pocket and found that the pump catheter was not properly connected to the intrathecal catheter. The connection was adjusted and the pocket closed. There were no additional patient complications.